Manufacturer narrative:
The complaint sample was not received for evaluation. Once the device is received and the investigation is completed, a follow-up medwatch 3500a emdr will be submitted.complaint information received from distributor zimmer biomet; foreign as the reported event occurred in (B)(6).

Event description:
It was reported during a hip procedure that the distal part of the reamer where the "quick connect" section goes into the hand piece bends a little bit causing the reamer to be non-operative. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was received at viant for evaluation and the reported event was confirmed. The power adaptor was severely bent/deformed, which causes the straight reamer handle to rotate incorrectly, rendering it non-operative. This deformity is not consistent with intended use and was likely caused by an overload of force. The source of that force is unknown. There was also material deformation in the form of dimples in multiple location on the power adaptor. These dimples suggest that the power adaptor may have been attached incorrectly to a power tool (not provided by viant) or was attached to an incorrect power tool (not provided by viant), however that is unknown. Other observations: there were many signs of wear in the form of scrtches, nicks and gouges observed throughout the complaint sample; the returned complaint sample was etched per applicable drawings; no discrepancies were discovered during review of production process data. In conclusion, the reported event is confirmed and is attributed to unintended use. The complaint sample is also worn. No further investigation with regard to this complaint is required. Updated as the complaint sample was received. Updated based upon complaint investigation.